Manufacturer narrative:
The field service engineer (fse) was onsite on 03/09/2016. The customer had already removed the loose pads from the instrument with the guidance of the customer technical support specialist via telephone. The test strips were replaced with a new set of vials. (B)(6).

Event description:
The customer reported that there were 7 loose pads found in the strip provider module (spm) and a few on the strip conveyor system (scs) of their ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.